Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using an ilet system with a teflon infusion set after reusing a cartridge and performing a partial supply change, and the user suspected an air bubble in the tubing; the user was instructed to disconnect from the body, run a fill tubing sequence until drops were observed, then reconnect and resume delivery. Symptoms included hyperglycemia. Outcomes included continued monitoring with expectation of glucose reduction over 60 to 90 minutes and a plan to use backup therapy if glucose did not decrease, with instruction to disconnect from ilet before backup therapy. Investigation included user-guided troubleshooting and education on performing a full supply change and purging air from the tubing. Investigation of this case revealed probable infusion delivery interruption due to air in the tubing associated with cartridge reuse and incomplete supply change, with no reported leaks or kinks. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user technique and supply reuse contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.